Manufacturer narrative:
The complaint for distal tip split was unable to be confirmed due to unavailability of returned device/applicable imagery. As no lot number was provided, a review of the DHR and lot history was unable to be performed. However, there is no indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. The device was not returned for evaluation. As device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As reported, ''during a tavr procedure the physician claimed that there was increased resistance at the tip of the 16f esheath while advancing a 29mm sapien 3 ultra resilia valve. The valve popped forward as it transitioned through the tip of the esheath'' and ''as the esheath was pulled out, the physician noticed that the tip was torn.'' In this case, no details were provided with respect to patient's access characteristics. If tortuous, calcified, and/or under-sized vasculature was present, it could create a challenging pathway during system advancement through sheath by promoting non-coaxiality between devices. The noncoaxial advancement angles could lead to increased resistance and/or cause the crimped thv to catch on the sheath distal tip (valve ''popping forward'' was reported as the system exited the sheath), leading to distal tip split. However, due to insufficient information, a definitive root cause is unable to be determined. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective nor preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure the physician claimed that there was increased resistance at the tip of the 16f esheath plus while advancing a 29mm sapien 3 ultra resilia valve. The valve popped forward as it transitioned through the tip of the esheath. The overall result was great. As the esheath was pulled out, the physician noticed that the tip was torn. Thetech discarded the esheath. There were no vascular complications. Per the fcs, there was no difficulty inserting the sheath into the patient. The expansion tool was used and the loader was able to be fully inserted into the sheath/sheath housing. The sheath was not inserted at a steep angle. Per the fcs, the damage to the sheath was a distal tip split.